Event description:
A customer reported a system message was received and that the foot pedal and the program would not respond during surgery. Multiple attempts were made to retrieve additional information but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).